Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter advised end user went to the doctor on (B)(6) 2015 and chair took off by itself. End user advised chair was going smooth and when going into the doctors office front door chair turned right on its own and pinned right arm in the doorway. Enduser advised husband went around an hit button and chair moved back and she was able to get her arm out. Enduser advised right arm above crease of wrist was black and blue but did not seek any medical attention. Enduser advised when doctor called into office parked chair close to wall and chair took off while boyfriend (B)(6) was on the table in doctor's office and pinned both of legs under the exam table. Enduser advised was able to move back quickly and no harm to (B)(6). Enduser advised doctor was not in room at the time. Enduser advised while going out of doctor's office to front desk, chair went to the right and took some wood off of door. Enduser advised went outside to van, and chair starting going crazy, going left and right and then went right and pinned enduser against her van and she stated was yelling for help. Enduser advised no one could get to joystick due to knee and leg was over joystick. Enduser advised some man was walking past and touched the bottom of wheelchair and it moved. Enduser advised she was sliding further down and caused black and blue marks on right thigh. Enduser advised did not seek medical attention. Enduser advised has not been back in the chair. Enduser could not provide any further information. Update from 12/01/2015 added by consumer affairs: mr. (B)(6) reported there was no medical intervention, end user was just bruised.